Event description:
It was reported that during a stenting treatment procedure, the stent delivery system (sds) was stuck on the wire and malposition of the device occurred. The 6x60x130 innova stent was deployed in an unknown vessel successfully. While attempting to remove the sds, it was noted that it was stuck on the non bsc guide wire and the wire was kinked. The devices were removed together. It was further noted that the stent may not have been positioned appropriately after the event. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, the stent delivery system (sds) was stuck on the wire and malposition of the device occurred. The 6x60x130 innova stent was deployed in an unknown vessel successfully. While attempting to remove the sds, it was noted that it was stuck on the non bsc guide wire and the wire was kinked. The devices were removed together. It was further noted that the stent may not have been positioned appropriately after the event.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed a non-bsc guidewire lodged inside the wire lumen. There was solidified blood in the wire lumen. The stent was not returned for analysis. There was no damage or irregularities. The guidewire was protruding 26cm from the tip. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The outer diameter of the wire was .035". The handle was disassembled and confirmed no damage to the housing or internal components. The catheter was soaked in a bath of warm water to attempt to loosen solidified blood in the wire lumen. The guidewire was unable to be removed from the wire lumen of the catheter. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).